Event description:
It was reported that a patient presented in-clinic for a device explant procedure. The patient's implantable cardioverter defibrillator (ICD) was found to have an unspecified malfunction. The ICD was explanted and replaced on (B)(6) 2022. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The device was returned with no apparent malfunction. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.